Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. Field service engineer verified the reported condition. The central processing unit (cpu) printed circuit board (pcb) was replaced. The ventilator passed all test and operated within the manufacturing specifications. The cpu pcb was returned for failure investigation. No further testing will be performed on the returned cpu pcb. Similar investigation was performed on the return cpu reference mr0006 and the issue was associated to the ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator generated an error (1104) relevant to backup alarm failure. The ventilator was not in use on a patient at the time of the event occurred.